Event description:
Report from voluntary medwatch indicates pt. C/o of fever and chills after flushing their catheter. Pt skipped one of the flushings and had no fever or chills but the next day when pt flushed it pt experienced the fever and chills again. Add'l info reveals pt traveled to los angeles and on their return was admitted to the hospital and pseudomonas fluoroscens was isolated from blood culture. Pt was hospitalized for 7 days for IV antibiotics and recovered. The report identified 2 different products the pt was using prior to this infection: product code: 2k0905; lot # kh00207 & kh00221 (prefilled saline syringes) 2k6049; lot # b00079 & b03421b (not an identified baxter lot number) ( prefilled heparin syringes).